Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that no water filling possible on the arctic sun device, circulation pump had been found to build no pressure as it had been too weak to work properly.

Event description:
It was reported that no water filling possible on the arctic sun device, circulation pump had been found to build no pressure as it had been too weak to work properly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During maintenance of the device, it was found that the device would not fill properly. Circulation pump has been found to build no pressure as it has been too weak to work properly. Circulation pump was replaced during the pm process. The device underwent pm servicing while in for repair. Mixing pump, heater, and both drain ports were replaced. After replacement device passed all final test procedures. Quick check, calibration, mtk/stk was performed. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.